Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. As per the inspection report, the battery was replaced. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "pump operates on ac power but not on battery. Battery inoperative alarm. Battery charge led is off. Icon with the x sign appears that means battery is not ok (battery unavailable". Additional information states that this issue was found during service activity. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "pump operates on ac power but not on battery. Battery inoperative alarm. Battery charge led is off. Icon with the x sign appears that means battery is not ok (battery unavailable". Additional information states that this issue was found during service activity. No patient involvement reported.